Event description:
It was reported that within a week of implant, the patient presented to the emergency room complaining of chest pain. The right ventricular (rv) lead exhibited a loss of capture at maximum outputs as well as undersensing while in the bipolar configuration. The rv lead also exhibited unstable impedances. The lead was found to have migrated through the apex of the heart, resulting in a perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri lead implanted: (B)(6) 2014. (B)(4).